Event description:
The patient was an inpatient scheduled for a cardiac catheterization procedure. During imaging, the cardiologist noted there was approximately 2 inches of air in the left coronary artery. The patient experienced st elevations and chest pain. Nitroglycerin and verapamil were administered. The study was completed with no further issues reported. The patient was then discharged the same day. No further information is available regarding the patient's current status.

Manufacturer narrative:
A medrad service engineer performed a checkout of the injector and no problems were found. The customer disposed of the disposables that were in use during the reported event. The staff did not know the lot numbers of the disposables that were in use. Additionally, applications training was provided to the staff.